Event description:
The device was used during a biopsy. Reportedly, the instrument was difficult to open. The surgeon performed a laparotomy to complete the procedure. The hospital has reported the patient's condition is satisfactory.